Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump received power error due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that power error alarm was reoccurred within 2 weeks of troubleshoot of the previous occurrence or several alarms within few days. The insulin pump will not be returned for analysis.